Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified calcification, yellow particles, crease fold, wear abrasion, an opening on radius, and broken edge on plug strap. Leak test and microscopic analysis was performed which identified a sharp opening and sharp broken edge on plug strap. A dimensional measurement in the shell was performed which identified the thickness within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp edge opening on radius due to an unidentified (tear) opening, and a sharp broken edge on plug strap due to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.